Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown), but the device did not discharge the energy. The clinicians then obtained another set of paddles, and connected this set of paddles to their mseries defibrillator, and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.